Manufacturer narrative:
The information in this report was provided by stryker legal affairs department. No additional information is available currently due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported through the filing of a lawsuit that on (B)(6) 2023, the patient underwent a right femur orif using a stryker plate. Allegedly on or about on (B)(6) 2024, while standing the patient ¿crashed abruptly to the ground suffering further damage to her right femoral shaft fracture.¿ the patient underwent a second orif surgery on (B)(6) 2024.